Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter tip broke off when removing IV catheter. The following information was provided by the initial reporter: "IV catheter tip malfunction-tip broke off when removing the IV catheter." If so, was any medical intervention required? What was done & what was outcome? Yes, the patient had to undergo surgical intervention to retrieve the broken part of the catheter. It was successfully retrieved.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter tip broke off when removing IV catheter. The following information was provided by the initial reporter: "IV catheter tip malfunction-tip broke off when removing the IV catheter." If so, was any medical intervention required? What was done & what was outcome? Yes, the patient had to undergo surgical intervention to retrieve the broken part of the catheter. It was successfully retrieved.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed two blood control catheters. The top catheter in the photo displayed what appears to be blood residue within the catheter adapter and spots in the catheter tubing. The bottom catheter did not display any visible damage that could been seen. The top catheter tubing appears to be ½ length of the catheter tubing on the bottom. The damage to the catheter tubing is approximately halfway between the catheter tip and the adapter nose. The catheter tubing was observed to be damaged at an angle. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from.